Event description:
It was reported that the user experienced hyperglycemia while using the insulin infusion set and cartridge system, with blood glucose reaching 330 mg/dl and remaining above range for several hours after a meal; the user changed the infusion set, reported no visible damage to the removed site, and performed a system check that passed, and no device alerts or alarms occurred. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no hospitalization, no back-up therapy, and no ketone testing. Investigation included technical support guidance, system check of the pump and tubing, and user education on supply change. Investigation of this case revealed that the infusion system function check passed and no device malfunction was identified, while the clinical cause of the hyperglycemia remained unclear. It was concluded that the event was non-serious, with no adverse health consequences and no device failure identified; root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.